Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: during investigation, the pump was found to have a dim, discolored display screen. Unrelated to the complaint, the keypad was observed to be torn on the top of the ok key. All of the keypad button key responded appropriately.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display had become dim one month ago. It was noted that the dimming had occurred all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.